Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted (B)(6) 2007; 693565 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced in a non-prophylactic manner. No patient complications have been reported as a result of this event.